Event description:
Customer's territory manager reported an unknown problem to haemonetics on (B)(6) 2008 with their orthopat machine. Issue was noted after the fact. No injury or reaction was reported.

Manufacturer narrative:
Customer's territory manager reported an unknown problem to haemonetics on (B)(6) 2008 with their orthopat machine. Issue was noted after the fact. No injury or reaction was reported. Evaluation of the machine confirmed the machine had a major blood spill. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue ar recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).